Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was replaced due to an unspecified reason. A 21cmx12cm ipp was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was replaced due to an unspecified reason. A 21cmx12cm ipp was implanted. This event was previously reported on manufacturer report number 2183959-2018-61156. Should additional relevant details become available, a supplemental report will be submitted through manufacturer report number 2183959-2018-61156.